Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
While following up on an unrelated liberty select cycler alarm, it was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon further follow-up, the patient¿s pd registered nurse (pdrn) said they did not have any additional information as the hospital had not sent over any documentation pertaining to the peritonitis event. Multiple follow-up attempts were performed, and thus far no further details have been provided.

Event description:
While following up on an unrelated liberty select cycler alarm, it was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon further follow-up, the patient¿s pd registered nurse (pdrn) said they did not have any additional information as the hospital had not sent over any documentation pertaining to the peritonitis event. Multiple follow-up attempts were performed, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test, a valve actuation test, and a mushroom head check. An (as-received) simulated treatment as performed on the cycler and completed without encountering any problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. During an internal inspection of the returned cycler, there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
While following up on an unrelated liberty select cycler alarm, it was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon further follow-up, the patient¿s pd registered nurse (pdrn) said they did not have any additional information as the hospital had not sent over any documentation pertaining to the peritonitis event. Multiple follow-up attempts were performed, and thus far no further details have been provided.